Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A (B)(6) female pt with nephrolithiasis with hydronephrosis underwent a cystoscopy ureteroscopy stent insertion on (B)(6) 2014. The device broke inside the pt. Per received voluntary med watch form: during the ureteral stent insertion procedure using a karl storz cystoscope, a 5 fr open end ureteral catheter was inserted into the pt, a c-arm was then taken to verify position and then it was noted that the catheter had broken. The broken pieces were removed from the pt with an alligator grasper without incident, all pieces were accounted for. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.